Manufacturer narrative:
A ge rep evaluated the system and repaired the collimator. System operates as intended.

Event description:
The customer reported that the system would not produce an image during fluoro. No pt injury was reported.